Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d.6b, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported "when device was removed, it was identified a capsular contracture baker grade IV, with double capsule and small deformation of the prosthesis." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side fluid, cyst, and patient "scared by the issue that {patient} has seen on the internet." The device remains implanted. Patient reported symptoms began with pain.

Event description:
Patient reported right side fluid, cyst, and patient "scared by the issue that {patient} has seen on the internet." The device remains implanted. Patient reported symptoms began with pain.